Manufacturer narrative:
Medwatch sent to the FDA on 06/27/2016. The reporter of the event was asked to return the product for analysis and to indicate product serial number. To date, the device information has been received by apollo and it was indicated the device will not be returned. Further information has been requested of the initial reporter regarding the implant date. Device labeling addresses the reported event as follows: complications of routine endoscopy include: adverse reaction to sedation or local anesthetic. Abdominal cramps and discomfort from the air used to distend the stomach. Sore or irritated throat following the procedure. Aspiration of stomach contents into the lungs. Cardiac or respiratory arrest (these are extremely rare and are usually related to severe underlying medical problems). Digestive tract injury or perforation.

Event description:
Reported as: patient with orbera intragastric balloon system was reported to have "started coughing whilst balloon saline was being removed. Patient started aspirating and was then intubated. The patient was then transported to the ICU." Patient was released from the hospital.